Manufacturer narrative:
(B)(4).

Event description:
After the implantation of this crt-d system the patient experienced hypotension, pericardial effusion, tamponade, and ventricular rupture. An emergent pericardiocentesis was performed. The system remains implanted. It was also reported the coronary sinus had to be dilated with telescoping puncture to accommodate the implantation of the lv lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.